Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on 7 /13/2012 states that every time they try to run a sensed test for the rv they can't get a value, but patient never paces in rv. This was happening yesterday when patient was seen in-clinic. Asked rep what the sensing floor was set to and he said it was at 2 mv. Asked what daily measurements were for r-waves and rep said he thinks they were 3.4 mv. Threshold is good at 0.4 and impedance is good at 600-700 ohms. Asked what brady mode was and it was dod, patient has sick sinus but never v paces. Asked if they'd run test in vvi and he said they had and could not get anything. They had tried at different rates of 30, 40, and 60 and still were not able to get anything. Asked if n/r was reported and rep said this was what prm was reporting. Discussed reason n/r would be reported such as event falling in refractory window and possible noise. Rep also noted that they have not been able to get r-waves since on (B)(6) for this patient. Discussed option of looking more info daily measurements and also trying both unipolar and bipolar for amplitude test. Also discussed checking wand and checking room for any possible emi which could be affecting test. No patient adverse effects reported. Rep was working with (B)(6) health care provider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).